Event description:
Litigation alleges that patient has experienced extreme pain in her right hip, resulting in pain in her right leg and toes; as well as limited mobility due to chronic pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2014 - medical records received. Patient was revised to address fluid in the hip. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - patient has been revised to address pain. As this is the only reason given for revision, per depuy's complaint handling procedure, all revised components are being reported.